Manufacturer narrative:
Examination of the returned used tube set found white debris inside the tube set cassette. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 61 complaints, regarding 2,320 devices, for this device family and failure mode. During this same time frame 780,168 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised that tubing sets should only be used if the original packaging and labeling are intact. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 10k100 was being used during a knee arthroscopy procedure on (B)(6) 2021 when it was reported "posteriorly, we were informed that the surgical procedure was complex and long and, therefore, it was necessary to use a large volume of saline solution. During the procedure, the solution connected to the equipment ran out several times and, when it happens, the pump increases the rotation, consequently increasing the friction in the equipment, and this may cause the rupture of the rubber where the liquid passes through. Another important point was that it happened at the end of the surgery procedure. When surgeon was doing the last check on the joint, the rubber of the equipment broke, and he immediately took the arthroscope out from the patient's knee. No debris was left in the articulation, once that, when it happens, the equipment loses pressure and is no longer able to send liquid into articulation ". It was reported that debris had entered the patient's knee; however, no debris was left in the patient. The procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. The event was reported to anvisa by the user per the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.